Event description:
The customer biomed reported that users notified him of an event that occurred around 19:30 est on (B)(6) 2025 bedside monitors in their emergency room department went blank and staff had to re-admit all patients. It was unknown how long the outage lasted and that there were no incidents that occurred related to the issue. The customer stated they were unaware of any power issues. When the biomed arrived on site, the dayshift staff stated that they had not observed any issues with devices and no faults were found while testing. The number of devices was unknown, but the biomed provided the details of one unit. The biomed stated they were just reporting the incident and no further information is known. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.